Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety shield on the eclipse blood collection needle with pre attached holder separated when the needle was activated. The reporter also stated the shield was activated by pushing against a hard surface, not using the thumb. No mucous membrane exposure. No samples returned for evaluation.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.